Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml lot #73d1800013 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the applier got stuck and does not release the clip. There was no patient injury.

Manufacturer narrative:
Qn#(B)(4). Per DHR the product auto endo5 ml lot # 73d1800013 was manufactured on 04/09/2018 a total of (B)(4) pieces. Lot was released on 04/09/2018. DHR investigation did not show issues related to complaint. The customer returned one unit 543965 autoendo5 ml for investigation. The returned sample was visually examined with and without mag nification. Visual examination of the returned device revealed that the sample appears used as there is biological material present on the device. Reference file (B)(4) for investigation photos. This sample was reviewed with a r & d engineer. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, an audible ratchet sound was heard indicating that the internal ratchet ears are intact. The first clip was able to properly load into the jaws and was successfully applied to over-stressed surgical tubing. This was repeated with the same result for the next 8 clips. The final clip, however, was unable to properly load into the jaws. It took six additional attempts before the indicator clip finally fired. The sample was received with 9 clips remaining in the channel indicating that 6 clips were fired by the end user. The final clip did not load properly due to the indicator not being in the correct position in the channel to support the feeder. This resulted in the feeder being out of position during the loading of the final clip. This is most likely an assembly issue where the indicator clip was not positioned correctly in the channel. However, it is not severe and does not affect the ability of the first 14 clips to be fired properly. Therefore, no functional issues were found with the returned device. The IFU for this product, l03496, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." The reported complaint of "clip stuck in applier" was not confirmed based upon the sample received. One device was returned. Upon functional inspection, the first 8 remaining clips were able to properly load into the jaws and were successfully applied to over-stressed surgical tubing. The final clip, however, was unable to properly load into the jaws. It was found that the indicator clip was not positioned correctly in the channel which prevented it from supporting the feeder and causing the feeder to become out of position during loading of the final clip. This is most likely an assembly issue, but it is not severe and does not affect the ability of the first 14 clips to be fired properly. Therefore, no functional issues were found with the returned device.

Event description:
It was reported that the applier got stuck and does not release the clip. There was no patient injury.